Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that the device weighed 302 grams prior to start of therapy and after therapy, 174 grams remained in the device. The device had been filled with unspecified antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.